Event description:
Reportedly, the surgeon attempted to place clips on the tissue and noticed that no clips were being applied to the site. Also, the instrument ejected clips into the cavity, but all the clips were retrieved. Another stapler was used to complete the procedure. Pt status: no injury. Procedure: laparoscopic cholectomy.